Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lcck femoral component, catalog #: 00599401791, lot #: 61857157. Nexgen stemmed tibial tray, catalog #: 00598005701, lot #: 61878047. Nexgen stem extension, catalog #: 00598801215, lot #: 61887163. Nexgen lcck articular surface, catalog #: 00599405012, lot #: 60701182. Nexgen prolong all poly patella, catalog #: 00597206638, lot #: 61870018. Palacos bone cement, catalog #: 00111314001, lot #: 73524282. Palacos bone cement, catalog #: 00111314001, lot #: 73524282. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08304, 0002648920-2017-00737, 0002648920-2017-00739, 0001822565-2017-08305, 0001822565-2017-08306.

Event description:
It was reported that the patient underwent an arthroscopic procedure to remove fibrotic tissue, which had been causing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided surgical op notes. Surgical notes for the procedure were provided; and it indicated procedure performed due to fibrosis left knee. DHR was reviewed and no discrepancies were found. Review of the complaint history determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an arthroscopic procedure to remove fibrotic tissue, which had been causing pain as well as intermittent snapping and popping. Attempts have been made and no further information has been provided.